Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Functional assessment was performed on the device and the motor was found to be seized, rough running, defective and blocked. It was determined that the material was false and defective. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the power drive device was running irregularly. As a result, it was observed that the device was not spinning ¿round¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.